Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer and a manufacturer representative regarding an advanced evaluation trial patient an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the trial patient stated that their device was not working. The device was not able to connect. It was suggested that trial patient contact their doctor. Trial patient also stated that there was pain after. More information was received on (B)(6) 2018 with trial patient reporting that it hurts to move and that they did not sleep much during that night. On (B)(6) 2018, more information was received from a manufacturer representative (rep) reporting that trial patient's pocket created to place the future implantable ins looked infected. The healthcare professional (hcp) opted to explant the lead. Trial patient put on ten day course of keflex. On (B)(6) 2018, trial patient reported that their leads were removed due to the infection. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the cause was unknown, but the patient went to the healthcare provider¿s office and the ens was successfully re-synched to the controller. No further patient complications are anticipated or expected as a result of this event.